Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory notifier for a lead noise alert due to myopotential oversensing. All electrical measurements were normal. Programming changes were recommended.

Event description:
New information notes the physician elected not to reprogram the device. Device will be monitored.